Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensors had connection issues. The patient removed a sensor from their body and did not see any filament or electrode on the sensor. The patient's blood glucose at the time of incident is unknown. The sensors were not returned for analysis.